Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached prematurely after one day of wear. As a result, she was unable to obtain readings and experienced symptoms described as "hyperglycemia" and a loss of consciousness. An ambulance was called and upon their arrival, the customer was treated with oral glucose. No further information was provided. There was no report of death or permanent injury associated with this event.